Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital due to high blood glucose levels. Troubleshooting was performed, and found no delivery alarms in the alarm history. Nothing further was reported.